Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated (B)(4) 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any add'l info received regarding this event after filing this report shall be filed on a supplemental MDR. Without a part number or lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.

Event description:
Pt participated in a (B)(4) at vertebral levels 1, 2, 3 or 4 to evaluate the clinical and radiographic outcomes in pts diagnosed with cervical degenerative disc disease (ddd) between c2 - c7. Preoperative diagnosis was symptoms of radiculopathy. Pt was implanted with a vectra-t cervical plate and a cc acf spacer at levels c5 c6 and c6 c7 with pedicle screws at c5, c6 and c7. Pt had been experiencing pain for 9 months. Surgery date was (B)(6) 2006 and postoperatively pt experienced dysphagia requiring a barium swallow eval. This is report 2 of 7 for this event. This report is on the left 16mm variable angle screw at c5.